Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was decreased visibility with the infusion data on an unspecified quantity of novum iq large volume pumps. The process step was not specified; however, was observed "particularly from outside of the room". The "medication infusing was difficult to see". There was no report of patient injury or medical intervention associated with this event. No additional information is available.